Event description:
General report received of the infusion finishing earlier than expected. On 6 unspecified dates while in use on the same homecare pt, the pump was being used to deliver 2600ml of tpn at a rate of 180ml/hr. The deliveries reportedly finished earlier than expected; however, the device remained in clinical use. No specific event details were provided. There were no reported adverse pt effects. No med interventions were required. On an unspecified date, the device was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.